Event description:
A customer called to report having high bg levels despite giving self boluses. She did not notice any bending or kinks with canula, but did report having resistance with filling process with this pod. Her bg reached 426, and she replaced the device. During a follow up call over an hour later, the customer was resting and said she felt ok and new pod is working well. There were no further problems reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The suer would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.